Event description:
A gore viabahn endoprosthesis was used during the treatment of a left common iliac stenotic lesion. The procedure was performed from a retrograde approach. The lesion was measured and required a 7mm x 5cm long stent. It was reported to gore that a 7mm x 25cm device was inserted with the proximal end of the stent landing in the aorta, above the renal arteries, blocking flow to the left renal artery. The distal end of the stent landed above the internal iliac artery. An interventional radiologist attempted to retrieve the stent by snaring the top end and pulling it through the right groin where a 12fr sheath was placed. The stent became lodged in both left and right iliac arteries. The pt was then converted to open surgery for removal of the gore viabahn endoprosthesis.

Manufacturer narrative:
No lot number info was supplied; therefore, no review of the mfg paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible. Without add'l info it is impossible to further investigate this event. The instructions for use for gore viabahn endoprosthesis state that prior to opening the sterile package, check that the diameter and length of the endoprosthesis as well as the delivery catheter length are correct before removing from the packaging.